Manufacturer narrative:
Additional information: g3, g6, h2, h3, h6 and h10. Result of investigation: due to the unavailability of photographs, specific quantities of the affected material, and samples available for evaluation, it is not possible to determine the root cause of the event. The results of the functional tests, pivot opening, tightness, thickness monitoring, bottle seal diameter and thickness monitoring, backpressure opening, and statistical inspections by stage, as well as each of the rejections due to defective items identified and segregated during product manufacturing, are available. Test results comply with validated parameters and product specifications.

Manufacturer narrative:
H3: 81 other - at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. On follow-up, the customer confirmed that when the bottle was attached to the oxygen wall, the water began to bubble out. Two bottles with the same lot number had the same issue. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. H3 other text : device not returned yet.

Event description:
It was reported to vyaire medical that the nozzle where the nasal cannula is placed does not have a hole to allow oxygen to come out, so pressure builds up in the 002620 - humidifier kit 500ml 12/cs and water comes out of the connector on top. The said issue occurred during use on a patient. The customer confirmed that there was no patient harm/injury associated with the event.